Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call needing assistance with creating carelink account. The customer mentioned having had low blood glucose of 47mg/dl. The customer treated the lows with juice and got the levels up to 100mg/dl. The customer declined to troubleshoot for the lows.